Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 device not returned. Attempts are being made to obtain the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the lot number? What was used to complete the procedure? In relation to needle, what is the approximate location of suture breakage? Did the suture separate completely? What tissue was being approximated or sutured when it broke? No additional information available from the account.

Event description:
It was reported that a patient underwent an unknown vascular procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.